Event description:
End user alleged, the seat is about to collapse. The left front side of seat is eroding. Seat is open in back of chair, so the front of the seat, when she sits down, is actually the closed portion of the seat. Water is coming in and breaking down the seat padding.